Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. No failure found in this component.

Event description:
Country of complaint: (B)(6). During intervention with davinci robot; four clips fell into the pt and had to be recovered. This resulted in surgical delay. Related medwatchs: 2916714-2015-00287; 2916714-2015-00289; and 2916714-2015-00290.